Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow-up with high, out of range pacing lead impedance. Sensing and capture threshold measurements were little off normal range. The lead was capped and replaced. Patient was well.